Event description:
It was reported that the atrial lead exhibited oversensing. Atrial sensitivity was reprogrammed to 0.5 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.